Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch # unk. Additional information was requested and the following was obtained: "did any pieces fall into the patient? If yes, were they retrieved? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). => I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a thoracoscopic pneumonectomy, the pouch tore. The surgeon did not put too much pressure on the pouch. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. Additional information was requested and the following was obtained: "did any pieces fall into the patient?=> any pieces did not fall into the patient. If yes, were they retrieved? N/a."